Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, due to the water leakage being detected during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, it is possible that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the forceps channel and in the cap. There was no patient involvement.